Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, the package of a 7f exoseal vascular closure device (vcd) was received opened by the distributor. There were no reports of patient injury. There was no damage to the shipping box or on the outer product box. However, the inner pouch was opened. There was no foreign material on the inside. The product was returned for analysis. In addition, a picture was attached at the complaint. In in the attached image 5 products inside a box were observed. One of the products presents an open seal of the pouch. No other outstanding details are noticed in the attached picture. A non-sterile unit of product ¿ exoseal vascular closure device 7f¿ was received inside of a clear plastic bag, along with the product label. The original packaging was not received for analysis. The device was unpacked to perform the product evaluation finding the following conditions: the delivery shaft presented one kink located approximately at 14 cm from the distal tip; the deployment lever is not depressed; the indicator window was received black/white color; the plug is not deployed; the cowling guard was received unlocked; the back bleed port was set at its original position. The indicator wire was not deployed; the device did not present any blood stains. No other damages or anomalies were observed on the returned part. Per dimensional analysis, the od of the delivery shaft, measurements were taken near to the damage, and were found within specification. A product history record (phr) review of lot 18141430 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box compromised sterility - seal open¿ was confirmed during visual analysis of the attached image. The exact cause of the reported event could not be conclusively determined during the analysis of the received picture; therefore, it is not possible to establish whether it is related to the manufacturing process of the product. Controls are in place to verify the device conditions; the produced device are inspected 100 % before leaving the facility. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device is the sterility is compromised. Neither the product analysis nor the phr review suggests that the reported issue could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18141430 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the package of a 7f exoseal vascular closure device (vcd) was received opened by the distributor. There were no reports of patient injury. There was no damage to the shipping box or on the outer product box. However, the inner pouch was opened. There was no foreign material on the inside. The image review demonstrates the sterile pouch of an exoseal device has an open seal. The device will be returned for evaluation.